Manufacturer narrative:
Additional information: h6 and h11. H11: the actual device was not available; however, a photograph and video of the sample were provided for evaluation. The photograph and video were reviewed and showed leakage from the level of the drain bag sealing near the stopcock. The reported condition was verified. The cause of the condition was supplier manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the seal of the waste bag of a prismaflex m150 set during set up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.